Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the scu was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A05 was coded for the defective scu. A1102 was coded for the "scu connection failure" error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had a defective system control unit (scu.) The amber led on the camera lit up constantly after the camera replacement. Using the software tools, the manufacturer representative (rep) saw that everything was fine with the camera. The only error reported by the software was "scu connection failure." The rep checked all the cables and connections and they were all okay. The router in the main cart also worked as intended. There was no patient involvement.

Manufacturer narrative:
Additional information regarding the serial number (s/n) of previously reported product, 9735820: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820, s/n: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.